Event description:
It was reported that following a non-device related procedure where electrocautery was used, the patient was experiencing inadequate pain relief and was having difficulty charging as well as communicating the implantable pulse generator (ipg) to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.